Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to contact the customer via telephone at call backs on 06/13/2017, 06/14/2017, 06/15/2017 and 06/16/2017. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the blood sample was applied to the strips. Daughter is calling on behalf of the customer. During the call on (B)(6) 2017, the customer reported feeling tired and thought it was possibly due to her diabetes. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 185 mg/dl using truemetrix meter. Customer stated strips are stored in the bedroom but that the strips were removed from the original vial and placed in another container. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.